Event description:
It was reported by the pt's counsel that the pt was experiencing pain in their knee (right). No revision surgery is planned at this time.

Manufacturer narrative:
Presently the pt has not been revised. A review of the implant's mfg history indicates that it was mfg to spec. Without the implant and other details, the root cause could not be determined. Should add'l info be provided to further this investigation this report shall be updated.